Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated an erroneously elevated accutni patient result within the risk stratification range of the assay for one patient. This event occured on (B)(6) 2012. This result was reported out of the lab, but resulted in no change to treatment. Repeat testing of the patient sample produced a lower result within the normal range of the assay. Quality control (qc) performance passed within the customer's established ranges on the date of the event. System checks passed within instrument specifications for the customer on (B)(6) 2012. Customer reported that patient samples were collected in 16x100mm lihep plasma gel tubes that were centrifuged for 10 minutes at 1750 rcf (3150 rpm). Field service engineer (fse) evaluated the instrument on (B)(4) 2012, and removed and cleaned the wash carousel. Fse replaced the aspirate probe peri-pump tubing and aspirate probes. Fse also cleaned the wash valve. Fse did not indicate any specific hardware malfunctions were observed during the service visit. Fse verified that hardware performance was acceptable by performing a passing high sensitivity system check within instrument specifications. Failure mode for this event is unknown and could not be determined.

Manufacturer narrative:
Fse removed and cleaned the wash carousel. Fse replaced the aspirate probe peri-pump tubing and aspirate probes. Fse also cleaned the wash valve.